Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the mobile view station (mvs) fuses were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site was unable to get a line of power to the mobile view station (mvs). No patient was present at the time of the event.